Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced extremely high blood glucose level reported to be 1200 mg/dl as he had underlying medical problems, used a tubing feed and had a cannula bent in half. The patient tried to self-treat it with a corrective bolus. Subsequently, the patient was admitted to the hospital where he received insulin via drip, which resolved the issue. The infusion set had been in use for two days and the patient stayed in the hospital for approximately seven days. There was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.